Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an pinched orange wire in the distribution node (dn) connector. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.